Manufacturer narrative:
Lot/serial number was not provided and it was indicated that the product will not be returned for evaluation. (B)(4).

Event description:
It was reported that after a shoulder arthroscopy procedure, a burn-like injury was confirmed on the back of patient's operative side hand. No further patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - the reported device used for treatment was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The photo and location of the burn provided by the complainant were reviewed. The photo shows the burn on the hand, which is not near or close to the location of the surgical sight, which was identified to be a shoulder procedure. Based on the photographic information and location of the burn relative to the surgical site, it is unlikely that the device identified in this complaint would have been contributed to or caused the burn. (B)(4).